Manufacturer narrative:
Device history reviewed. Device history review found the product met specs when released for distribution. Conclusion: cause of the event attributed to user interface. Upon receipt at medtronic's quality laboratory, the valve was discolored, showing evidence of blood contact. All leaflets were flexible. A perforation in the belly of the right cusp appeared to be due to a sharp object such as a scalpel. A puncture in the septal shelf also appeared to be associated with a sharp object such as a scalpel or forceps. The non-coronary and left cusps were intact. Due to the tear in one of the leaflets, this valve could not be pulse duplicated to evaluate the flow through this valve. Further testing could not be performed due to the damaged leaflet. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Due to the returned condition of the valve, conclusive eval of the valve performance could not be completed.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant when a central jet was identified on trans-esophageal echocardiogram (tee) while coming off pump.